Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the left ventricular (lv) lead entered the target vein, the patient developed ventricular tachycardia and ventricular fibrillation. External defibrillation was applied twice and normal sinus rate was restored. Implantation of lv lead was abandoned. No further patient complications have been reported as a result of this event.